Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4).

Event description:
It was reported that while unpacking the promus stent delivery system (sds) the stent was found to be faulty, as it was not mounted on the sds correctly. The sds was not used in the patient. There were no other packages with the same lot number in the organization. Another stent was used. Health professional's impression: stent was not mounted properly. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). An incorrectly mounted/mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. Return of the promus stent delivery system (sds) may have assisted in the investigation and determination of a cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Based on the information provided and without the product to examine, a definitive cause for the reported incorrectly mounted/mislocated stent cannot be determined. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security.

Event description:
The customer reported the system failed to produce fluoroscopy xray. No report of pt injury.